Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER after receiving inappropriate atp and high voltage therapy due to atrial undersensing during supraventricular tachycardia. Programming changes were recommended. No further information is available.